Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per therapeutic apheresis handbook, the overall incidence of adverse events during therapeutic apheresis is 4% to 5%. The incidence of nausea/vomiting is referenced to be 0.5%. The incidence of respiratory distress is referenced to be 0.3%. Per the therapeutic apheresis handbook, most complications are minor and well tolerated. The spectra optia system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the spectra optia system and the donor and/or patient. Root cause: no definitive root cause for the reported adverse event could be identified from the run data file (rdf) analysis. Signals in the rdf indicated that the system operated as intended and the procedure was running within standard operating limits. One possible cause may have been related to a high number of access alarms throughout the course of the procedure. The constant alarming of the device combined with frequent manipulation of the access may have caused increased agitation in the patient and resulted in the adverse event. The most common source of inlet pressure alarms is when the inlet flow rate is set too high for the given patient access, the patient access is occluded/blocked, or the patient access is not properly positioned. Another possible cause of the adverse event could be related to the rate at which ac was being returned to the patient. The ac infusion rate was maintained at 1.10ml/min/ltbv anda total of 933ml of ac was delivered to the patient over the course of the 5 hour procedure. This is not considered abnormal given the duration of the procedure; however, during mnc procedures, a majority of the ac used is returned to the patient/donor. No other potential sources of a patient reaction were identified.

Manufacturer narrative:
Article:lisenko, k., et. Al. (2016). Comparison between intermittent and continuous spectra optialeuk apheresis systems for autologous peripheral blood stem cell collection. 'Journal of clinical apheresis'. Doi 10.1002/jca investigation is in progress. A follow-up report will be provided.

Event description:
During a terumo bct review of the journal of clinical apheresis doi 10.1002/jca, it was found that a patient had an episode with vomiting, hypertension and bronchospasm right after finishing a mononuclear cell (mnc) collection procedure. The patient was transferred to the intensive care unit, recovered quickly and left the hospital a few days later without any residual symptoms. Details about this incident such as, date of incident, lot and serial number or collection information are not available at this time. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable set is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the system operated as intended and the procedure was run within standard operating limits. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. No definitive root cause for the reported adverse event could be identified from the rdf analysis. Signals in the rdf indicated that the system operated as intended and the procedure was running within standard operating limits (i.e. Not in ¿caution status¿). One possible cause may have been related to a high number of access alarms throughout the course of the procedure. In total, there were 50 inlet and return pressure alarms, with 37 of those alarms occurring within the last 90 minutes of the procedure. Access alarms alone are not known to cause adverse events but the excessive occurrence of them points toward issues with the patient access. The constant alarming of the device combined with frequent manipulation of the access may have caused increased agitation in the patient and resulted in the adverse event. The most common source of inlet pressure alarms is when the inlet flow rate is set too high for the given patient access, the patient access is occluded/blocked, or the patient access is not properly positioned. Another possible cause of the adverse event could be related to the rate at which ac was being returned to the patient. The ac infusion rate was maintained at 1.10ml/min/ltbv and a total of 933ml of ac was delivered to the patient over the course of the 5 hour procedure. This is not considered abnormal given the duration of the procedure; however, during mnc procedures, a majority of the ac used is returned to the patient/donor. Investigation is in progress. A follow-up report will be provided.

Event description:
The patient's gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
Additional investigation: per terumo bct's medical review, the device did not cause or contribute to this incident.